Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection. The patient reported having continuous purulent drainage for two months. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.